Manufacturer narrative:
Product ID 37751 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 37761 lot# serial# (B)(4) implanted: explanted: product type recharger (B)(4): analysis of the desktop charger (serial # (B)(4) found the cable assembly connector pin was bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a hard time charging the ins because the recharger wouldn't take a charge when plugged into the wall. The recharger just showed the charge the recharger battery screen even though it was plugged into the wall. Since they couldn¿t charge the ins, they were now in pain. Initially the desktop charger light wasn't on and the caller tried 5 different outlets, but they were able to get the light to come on. The recharger still wouldn't take a charge and the desktop charger tip looked okay. It was further reported that the controller wasn't charging. The desktop charger metal piece wiggled and the pin was loose. They tried different outlets. No further complications were reported or anticipated.